Event description:
It was reported that the customer was hospitalized, due to hypoglycemia. It was reported that the customer changed her infusion set just prior to the event, but after she was hospitalized her husband discovered that the reservoir was empty. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.